Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 29mg/dl. The customer's most current level was 84mg/dl. The customer treated with food and glucose tablets. The customer states their levels had been as high as 300mg/dl and treated with manual injections. The customer states they would be eating dinner and monitoring the device. The customer would call back at a later time.